Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm, followed by a motor position encoder error alarm on the insulin pump. The customer's blood glucose was 141 mg/dl. During troubleshooting, the customer stated the insulin pump was in a separate room while the customer was undergoing magnetic resonance imaging. The customer was not using the sensor feature on the insulin pump. It was not possible to rewind the insulin pump and it was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.